Event description:
It has been reported that the patient's personal diabetes manager (pdm) will no longer charge. The pdm gets very hot when charging and the charging symbol no longer appears when charging.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event.